Event description:
The following was reported to hamilton medical ag: when using this c1 on a patient, an alarm suddenly sounded, and the ventilation mode switched to one different from the settings configured by the hospital staff. The hospital staff immediately replaced the ventilator, so there was no harm to the patient.

Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4).

Manufacturer narrative:
Investigation outcome: this c1 is a rental aircraft from alcent ltd. When using this c1 on a patient, an alarm suddenly sounded, and the ventilation mode switched to one different from the settings configured by the hospital staff. The device was exchanged. There was no health consequences or impact. The analysis showed that the device switched to safety ventilation. Safety ventilation is a weight based ventilation to ensure that the patient is continously ventilated. Therefore, ventilation was given and the patient was not at risk. Additionally, the logfile showed that the ventilator software created an 'edrshow_1.txt' file and the device switched to 'safety ventilation' mode. Hamilton medical ag has not received the device for investigation. However, the technician on site has exchanged the esm board and has returned the device to the customer. This case is considered as closed.